Event description:
It was reported to philips that the system was intermittently unable to boot. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system was intermittently unable to start. Fse also checked the error log. Upon troubleshooting, fse confirmed that backup disk was faulty. To resolve this issue, fse replaced defective backup disk. The system was returned to use in good working order. The codes were updated based on the investigation outcome.